Event description:
During surgical procedure, electrosurgical unit footswitch stuck on cut, causing a small hole in the bladder. The electrode was disconnected, and the surgeon manually released the footswitch. The surgeon tested the footswitch with the electrode discontinued, and the device worked normally. Therefore, the case continued, and was completed without further incident.